Manufacturer narrative:
Model number/catalog number: sc-2317-70; serial number: (B)(4); batch/lot number: 18135588; model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the stimulation was not covering the pain like it used to. Reprogramming was done but unable to correct the impedances level. The patient will undergo a lead replacement procedure.